Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s system board and cable would need to replace to address the issue. Additional findings not related to the malfunction/issue were a separation of two plastic pieces on the handle and missing rubber feet.